Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that a right atrial lead was found dislodged at follow up within two months after implant. The lead has been repositioned and the event is resolved.the lead remains in use. The patient was part of the minerva study. No patient complications were reported as a result of this event.